Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced difficulty charging the pump. Subsequently, the battery fully depleted and the pump powered off due to insufficient battery. The customer's blood glucose was 137 (mg/dl). Reportedly, the pump was able to be charged with a different wall adapter.